Event description:
A customer contacted beckman coulter inc., (bec) and reported the coulter lh 750 hematology analyzer leaked approximately 1 cup of a diluted pale bloody fluid out below the laser, onto the counter and spilled down onto the floor. The customer could not locate its source. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and glasses. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) was reviewed. There is an exposure/risk management plan available at the facility. The customer was advised to power off the analyzer and discontinue instrument use. The leak did not affect patient results. There was no death, injury or an effect to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found sample line tubing from bottom of flow cell disconnected and replaced it to repair the leak. The source of the leak is attributed to the sample line tubing being disconnected from the bottom of the flow cell. (B)(4).